Event description:
Three devices (part#cev633-1a, cev10195r, and cev6795b) were returned to mxi service and repair.

Manufacturer narrative:
The second of three devices: cev10195r (lot#120102)-mfg date: 01/2012; the third of three devices: cev6795b (lot#120102)-mfg date: 01/2012. The device (part#cev633-1a) was evaluated and indicated that the electrode coating was damaged. The electrode was short-circuiting. Very likely following a shock or excessive abrasion during use or reprocessing. Cev10195r was evaluated and indicated that the handle was stuck and difficult to use. The sticking was due to lack of regular lubrication of the instrument. Cev6795b was evaluated and indicated that no problems were observed. Instrument was compliant with mfg specs. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference #: na. (B)(4).